Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during a pvc (premature ventricular contraction) idvt (idiopathic deep vein thrombosis) cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced pericardia effusion treated with pericardiocentesis. The patient was admitted to ICU (intensive care unit). It was reported at the end of a pvc idvt case, a pericardial effusion was noticed. At the end of the procedure, the physician wanted to do an ep (electrophysiology) study. The physician was using a quad catheter, and they believe they used too much pressure when manipulating the catheter which caused a perforation. The pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was sent to the ICU for observation. The quad catheter which the physician believed caused the effusion along with the qdot ablation catheter was in the body at the time of the injury. In addition to a soundstar catheter, and a cs (coronary sinus) catheter. A ngen system and carto 3 system were used for ablation during the procedure. Information received indicated that the physician¿s opinion on the cause of this adverse event was the physician caused the adverse event. The outcome of the adverse event was that the patient fully recovered, and the patient require extended hospitalization because they went to ICU before being discharged. The procedural act (activated clotting time) was over 300 seconds. Other relevant history/preexisting condition was hypertension, af (atrial fibrillation), secondary cardiomyopathy. No catheter exchanges or transseptal punctures occurred during the procedure. Number of performed rf (radiofrequency) ablations was 4 total in the lv (left ventricle).

Manufacturer narrative:
On 29-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. The report indicated that during a pvc (premature ventricular contraction) idvt (idiopathic deep vein thrombosis) cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced pericardia effusion treated with pericardiocentesis. The patient was admitted to ICU (intensive care unit). Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31579138l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).